Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-uni-celect. Expiration date: unknown as lot # is unknown. Similar to device under 510(k) k090140. MFR date unknown as lot # is unknown. Summary of investigational findings: no product or information regarding the product is available. The images show that the filter has a normal configuration. There is no perforation and no tilt. Most likely the filter is in a tenting situation, since the filter legs were noted to be outside the cava wall after flush run. A tenting situation is when vena cava filters distort the vessel lumen so that the anchoring points of the filter appear outside the blood flow fluoroscopically visualized. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: filter didn't deploy. Temporary failure to retrieve filter. Additional information received on 07apr2011: filter deployed with no problems. When patient was brought back for removal it was noted that there was some strut penetration through the ivc wall. The clinical decision has always been to leave filter in situ and not to risk retrieval going wrong. Patient outcome: unknown.